Event description:
Complainant alleged that the device powered up without display while in use on a pt (age & gender unknown). Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.